Event description:
The customer reported a false positive result using ID now covid-19 2.0 assay performed on (B)(6) 2023. Repeat testing was performed on the (B)(6) 2023 from the same patient, generating a negative result. No additional information, regarding patient outcome and treatment, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use, device discarded.

Manufacturer narrative:
This supplemental is being submitted to update the following fields. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.please see fields for corrections: b5, d4, e1, e3, h6 and h10. H3 other text : other; single use, device discarded.

Event description:
The customer reported a false positive result using ID now covid-19 2.0 assay with a direct tested sample (sample type unknown) performed on (B)(6) 2023. Repeat testing was performed on the (B)(6) 2023 from the same patient, generating a negative result. The patient was reported to have been symptomatic. No additional information, regarding patient outcome and treatment, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.please see effected fields for updates: h3 other text : other; single use, device discarded.

Event description:
The customer reported a false positive result using ID now covid-19 2.0 assay with a direct tested sample (sample type unknown) performed on (B)(6) 2023. Repeat testing was performed on the (B)(6) 2023 from the same patient, generating a negative result. The patient was reported to have been symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.